Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed two navigation system check-outs, hardware and software tests failed. The navigation system was unplugged while in use and immediately lost power. Battery was replaced. When re-booted, normal function was restored, however, registration and merge had not saved and could not be replicated. Issue resolved. System performed as intended. On (B)(6) 2015 software investigation completed. Findings are that the back-up battery on the navigation system was not functioning. The loss of power would have corrupted the exam currently in use by the navigation system as it was not shut-down properly. Software is functioning as designed. Hardware failure.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system lost the merge and patient registration due to a power loss. The surgeon had been navigating for a time and re-merged and re-registered the patient. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.